Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had power error detected alarms. The blood glucose at the time of the incident was 145 mg/dl. Troubleshooting was performed and the customer was instructed on how to clear. It was advised to discontinue use of the device and to revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unable to perform displacement test due to missing retainer. Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed self test. Pump trace download analysis confirmed the pump alarmed power error . The power management tool confirmed power error alarm was triggered when the backup battery unloaded voltage (ul vlith) was less than consecutive minutes due to non-sleep anomaly software error. Unit received missing reservoir tube o-ring, minor scratches on case, cracked select button keypad overlay, pillowing keypad overlay, faded serial number label and minor scratches on lcd window.